Manufacturer narrative:
This case was reviewed and investigated according to the manufacture¿s policy. Blocks a2-a6: no patient involvement. Blocks b6 & b7: no patient involvement. Block c: not applicable. Block d4: expiration date is not applicable. Blocks d6, d7 & d10: not applicable. Block h3 & h6: at the customer site, a field service engineer replaced the power supply. System meets the specification for the performed service and returned to full clinical use. Blocks h7, h9 & h10: do not apply to this submission. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
It was reported that during the intrasight system maintenance, smoke was coming out from the newly installed power supply. No patient was present, and no user injury reported. This product problem is being reported because the intrasight had presence of smoke. There is potential for harm if it were to recur.

Manufacturer narrative:
Block h3: the intrasight workstation was returned for evaluation. Visual inspection found damage at the t5.0 250v sb fuse connector. The fuse holder was pushed inside the device, resulting in the external shroud of the t5.0 fuse holder to be broken off. During functional testing, the workstation was connected to the lab system. The workstation did not fully boot up; however, no smoke was detected. Block h6: the probable cause of the reported complaint could not be established because there was no presence of smoke when powered on. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.